Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31310. It was reported that system diagnostics recorded high impedances on all contacts. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein both leads were explanted and replaced. It was noted during surgery that both leads had fractured, and patient admitted to falling prior to the explant. Effective therapy was restored post operatively.